Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge and subsequently insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 mg/dl.